Manufacturer narrative:
The incoming service inspection confirmed the reported event. Pre-repair temperature testing was performed. The following are the pre-repair temperatures of the device after 1 minute: angle ¿ 197 degrees f, base ¿ 103 degrees f and distal bearing ¿ 83 degrees f. After 5 minutes of testing the device for heating the temperature reached 212 degrees f. The product analysis indicates the bearings were corroded. The bearing components was repaired, the device was tested to specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The indigo attachment has not been evaluated or serviced.

Event description:
The repair request indicated the attachment was heated up within one minute.